Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was starting today the pts controller was not working for it would not come on. The pt was charging their implant (ins) and it acted like it could not find the ins for took a while to work. Finally it started working and they got the ins to 50% then it blacked out and the controller would not do anything for it would not come on. The pt tried with aa batteries but it did not turn on. During call pt verified no damage to the controller charging port or to the ac power supply. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller was not turning on. The ac power supply had a green light. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the 97745 programmer (B)(6) revealed the front case/stim button bosses were broken. The main board was damaged as the lithium ion battery contacts were broken/damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.